Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor balloon ruptured after filling with fluorouracil and normal saline. It was also reported that some of the solution leaked from the housing. There was no patient involvement. No additional information is available.